Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Subsequently, the cartridge bag became damaged. Customer¿s blood glucose level was "high", however, a specific bg value was not provided. A bolus was delivered to address bg level. Customer successfully loaded cartridge and was able to resume insulin delivery.